Event description:
It was reported that, "the case was an exchange-nailing for a non-union. Pt had a 10mmx700mm t2 arthrodesis nail in. It was removed and dr. Dahl reamed up 2 sizes in order to put in our 13x700mm arthrodesis nail. When that implant was opened, it had ripped through both sets of plastic sterile packaging. Both the inner and outer boxes were intact, but there was no "end-cap" over the sharp driving end of nail end, it ripped through sterile packaging and was not sterile. Surgeon had to ream deeper in pt's tibia and put in a 13x740mm nail".

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.